Event description:
Event description guidant received information that an attempt was made to implant the bipolar lead. During the procedure the lead was suspected to have perforated the ventricular septum. The lead remains implanted pending further physician evaluation.